Event description:
It was reported that during a neurovascular flow diversion procedure involving the pipeline vantage with shield technology, a ruptured ophthalmic aneurysm with severe vessel tortuosity was present. The device failed to open in the proximal and middle sections and subsequently opened in the catheter hub during removal. The aneurysm was located in the ophthalmic region, was saccular in morphology, with a maximum diameter of 9.5 millimeters and a neck diameter of 4 millimeters. The distal landing zone measured 3.8 millimeters and the proximal landing zone measured 4.2 millimeters. Dual antiplatelet treatment was administered with a platelet reactivity unit level of 180. Angiographic results post-procedure showed all arteries filling and all distal vessels visible. The long sheath was parked in the proximal internal carotid artery, and the guiding catheter was taken to the c4 segment. The phenom27 microcatheter was parked in the m1 vessel, and the pipeline vantage was loaded and parked in the middle cerebral artery. Deployment began below the bifurcation, but the device did not open at the bend. After re-sheathing three times, the plan was to remove the device and use another size. The device was successfully re-sheathed but opened in the catheter hub during removal. The device was positioned in a bend at the proximal and middle sections, and more than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed and removed with the microcatheter. The product was never implanted and will be replaced in the future by a medtronic product. The patient outcome was reported as alive with no injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis #(B)(4): equipment used: video inspection system (m-81805), camera (panasonic lumix dmc-zs5) as found condition: the pipeline vantage pushwire was returned for analysis inside a sealed biohazard bag and a shipping box, but the braid was not returned. Damaged location details: the pipeline vantage tip coil was in good condition. The distal and proximal dps restraints and the dps sleeves were intact, with no signs of damage. No defects were found on the re-sheathing marker or with the proximal bumper. The distal hypotube and ptfe shrink tubing were intact, with no signs of elongation and damage. No damage was noted on the pushwire, and no other anomalies were found. Conclusion: based on the reported information and device analysis, the customer¿s complaint of ¿failure/incomplete to open at middle¿ and ¿failure/incomplete to open at proximal¿ could not be confirmed, as the pipeline vantage pushwire was returned without the braid. No damage was noted on the pushwire. However, the cause of the failure to open could not be determined. Possible causes include severe vessel tortuosity, the user deploying the braid in the vessel bend, and a damaged braid. Since the braid was not returned, any contribution of the braid to the failure to open complaint could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that during the case, the device was resheathed and with the help of exchange technique, deployment of the vantage device was attempted. Mostly the reason was a tortuous bend of the vessels where the device was failing to open. Multiple resheathing attempts were made, but the it wasn¿t opening. The pipeline had been placed in a vessel bend when it failed to open.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.